Manufacturer narrative:
The pt tolerated the treatment well there was no nursing or medical intervention required to address the apparent excessive fluid removal. The pt returned for the next regularly scheduled treatment on 15 may. On 5/24/06 a gambro technical services field rep inspected the machine. He found that the machine was operating within the MFR's specifications for mass balance and uf accuracy. He also noted that the customer reported that they were observing flow meter alarms on this machine. He proactively replaced the d1 and d2 flow meters. The machine was returned to service. 510(k)# is k001156